Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.according to the case notes,user reported a small inflammation over the sensor site after the sensor removal.the user's hcp was aware of the event and prescribed the user with antibiotics as a precaution.pain at the insertion/removal site is a known and anticipated potential adverse effect which does not require additional investigation.

Event description:
On 04 october 2024,senseonics was made aware of an incident where the user reported a small inflammation over the sensor site after the sensor removal.the user's hcp was aware of the event and prescribed the user with antibiotics as a precaution.